Manufacturer narrative:
Date sent to FDA: 3/2/2020. Additional b5 narrative: it was reported that the patient experienced vaginal discharge following the procedure. Corrected b5 narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2019.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced bladder outlet obstruction.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2019 and mesh was implanted, in conjunction with a total laparoscopic hysterectomy with bilateral salpingectomy. It was reported that she experienced leg and perineal pain. It was reported that the patient underwent partial mesh removal on (B)(6) 2019. It was reported that the patient underwent removal of the embedded arms of the abbrevo. No additional information was provided.